Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient wanted to return the leg bag as it did not have tubing and also patient needs velcro straps. It was noted that the patient had been using products more than 90 days.

Manufacturer narrative:
The reported event was unconfirmed. The device was not returned for evaluation. "Package contains one leg bag and two latex leg straps". No root cause could be found because the reported event was unconfirmed. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Positon bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispose-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient wanted to return the leg bag as it did not have tubing and also patient needs velcro straps. It was noted that the patient had been using products more than 90 days.